Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use one resolute onyx rx drug eluting stent to treat a lesion in the circumflex. The lesion was pre-dilated. It was reported that the device would not pass through the artery and it was proposed that this was due to calcification. The device was removed and it was noted that some stent struts were damaged due to the complexity of the lesion. The physician completed the procedure with further dilation of the lesion followed by the use of a smaller stent. No patient injury was reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
There was no damage noted on the distal tip of the device. The stent was positioned on the balloon between the inner shaft markers as per specification requirement. The 5th distal stent segment of the device was deformed with raised struts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.